Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted: (B)(6) 2012. 419488 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the device had suddenly reached end of service (eos) without ever triggering the elective replacement indicator (eri). In addition, the device exhibited an unusually long charge time the day that eos was triggered. The device was removed and replaced. No patient complications have been reported as a result of this event.